Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 263 mg/dl. Customer treated with manual injection. Customer was reminded not to manipulate the drive support cap while connected. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.